Event description:
It was reported that a "sparc" was implanted, the date of implant was not provided. Plaintiff's attorney had alleged that, "after, and as a result of the implantation" of the mesh, "plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of their internal bodily tissue, dyspareunia, painful scarring, add'l surgery, and other injuries." It was also alleged that plaintiff suffered serious and permanent injuries, impairment and deficits and had pain and suffering. Also alleged, she has hardening, chronic and debilitating pain, 'worsening urination" leading to surgery, she has and will require healthcare and medical treatment, she has suffered and will suffer, mental anguish, and "other such damages."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.